Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The patient's blood glucose level was 460 mg/dl at the time of the call. Customer reports they were able to complete pump rewind. The customer was unable to trouble shoot the issue at the time of the call. The customer sated that they had a no delivery alarm as well. The customer stated that they do not want to trouble shoot the issue at the time of the call and do not want to return the reservoir back for analysis. The customer did not return the product back for analysis.